Event description:
Provider states that the recline feature will not respond to a up command. Provider worked with tech services and found out the feature only works when it is switched with tilt therefore indicating a possible bad tram box.